Event description:
In cvor [cardiovascular operating room]- manual gia stapler engaged surgeon pressed green fire button heard a loud sound could not pull the black lever on the back to advance staple line and had a difficult time disengaging stapler from tissue. New stapler was utilized.